Manufacturer narrative:
Company representative evaluated the unit. Corrections included the unit's power pins. The unit was tested to factory's specifications.

Event description:
Customer reported the v series monitor intermittently shuts down, which may have affected pt monitoring. No pt injury was reported.